Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl and low blood glucose of 30 mg/dl. The customer experienced different blood glucose level of 50 mg/dl, 400 mg/dl, 405 mg/dl, 281 mg/dl. The customer was treated with manual injection for high blood glucose and juice for low blood glucose. Troubleshooting was declined by the customer for high blood glucose level and low blood glucose level. It was not stated that the customer was using the auto mode feature of the pump. The insulin pump will not be returned for analysis.